Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was found to have scratches and cracks on blades. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was consistent with the reported issue; the instrument exhibited a broken or indented blade.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and found to have blade damage at the base of the blades. Two of the blades were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.